Event description:
Device end user (consumer) called to report that she had woken up to realize that the dentek comfort-fit nightguard she used for nighttime bruxism was "halfway down her throat and that she was gagging." The device was not fully swallowed. It did not become an airway obstruction. The end user was able to retrieve the device from the back of her mouth/entrance of her throat by using her fingers. Manufacturer did attempt a follow-up call to the consumer to check on her condition. To date she has ot responded to us.

Manufacturer narrative:
The end user has not replied to a follow-up call by dentek staff to check on her condition. The device was not returned to the manufacturer, and consequently was not evaluable by the manufacturer for the root-cause of failure. The dentek comfort-fit nightguard of two molar pads to prevent contact of maxillary and mandibular teeth and thereby alleviate nighttime bruxism. The two molar pads are connected to one another by a buccal strap which rests between the lower lip and the lower front teeth.